Event description:
New information received on jan 30, 2019, indicates that programming changes were made and the patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after the implantable cardioverter defibrillator delivered inappropriate anti tachycardia pacing for supra ventricular tachycardia. It was noted that the device was intermittently under sensing the right atrium which caused the inappropriate anti tachycardia pacing. No further information is available.